Event description:
The patient was undergoing a rotoblator procedure to her right coronary artery. The c-soft wire used during the procedure broke off. Snares were used in the lab to remove the broken wire. Over the course of time more wires were broken off. Another wire was broken off and lodged distally in the patient's marginal branch. A few hours later a drug eluting stent was placed that secured another type of wire in the ostium of the right coronary artery. Another soft wire was retained free floating in the descending aorta. The patient was stable throughtout the procedure and showed no adverse effects. The angioseal used to close the groin failed. The anticoagulation was reversed and manual pressure was held. The vital signs remained stable and the patient was transported.